Event description:
Follow-up identified surgery took place on (B)(6) 2018 where the ipg was replaced with a new model which resolved the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient controller is displaying an error connection with the ipg. Reportedly, the patient had an emergency procedure in (B)(6) 2018. Troubleshooting was attempted to no avail deeming the ipg inoperable.